Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an air bubble inside her reservoir. The customer stated that she did not receive any insulin and woke up with blood glucose levels of 400 mg/dl. Customer stated that the insulin pump did not alarm no delivery. The customer treated herself with a syringe. Troubleshooting was not fully completed because customer had previously done a complete set change. Customer stated that the air bubbles did not persist after the set change and that the issue was resolved. Advised customer to monitor the insulin pump.